Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer indicating that the device caused them more problems and didn't fix anything, it was removed, and they were still getting the problems the device caused fixed. When asked for the circumstances leading to the issue with their legs, sleep disturbances, and cramping the patient indicated the unit was not installed for their restless legs. The patient continued that the unit was installed to control their bladder and bowels, nothing to do with restless legs, sleep disturbances, or cramping. The patient indicated it made these problems worse and did nothing for their bladder or bowel problems. The patient also reported that while traveling the pain was so bad that they had to pull off of the highway and shut the unit off because of how much pain it caused. The patient then noted they had surgery to have it removed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller stated her 'legs have been shaking. Caller stated she was unable to sleep last night and only slept for 2 hours the night before. Caller stated these symptoms only occur when she is sitting or lying. Caller stated her legs jerk so much that she gets cramps in her feet. Caller stated she wanted to turn stimulation off to see if it effects these symptoms. Caller stated the stimulation was on program 2 at 0.9.caller states her legs seem to be calming down now that she turned stim off. Additional information was received from the patient. They stated the unit caused them more problems than it fixed. They had it removed and complained of the large scar on their right hip. No further patient complications were reported as a result of this event.